Event description:
It is reported that during implantation, the plugs of the baseplate came loose and fell out.

Manufacturer narrative:
This report will be amended when our investigation is complete.